Event description:
It is reported that the instrument tip fractured during a procedure. There was no patient harm or delay.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the returned elevator. The elevator shows signs of attempted use including marking, scratching on the elevator surface. The elevator tip has fractured. The fractured tip was not returned. The complaint is confirmed. A determination cannot be made as to what caused the elevator to fracture. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.